Event description:
Additional information was received that the rv lead was reprogrammed to unipolar pacing and bipolar sensing. The physician will continue monitoring the patient through the remote home monitoring system.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise, oversensing and high out of range pacing impedance measurements greater than 2,000 ohms. It was noted that the patient has only rv paced 2 percent of the time since implant. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.